Manufacturer narrative:
(B)(4) follow up. A case was reported to have been double labeled with two distinct lot numbers on the exterior of the box. To support the investigation, two photographs were submitted for evaluation by the quality team. Each image depicts a case box with a shelf box placed on top. One case box is labeled with lot number 5065322, while the shelf box displays lot number 5065323. No additional information could be extracted from the photographs. This labeling discrepancy may have occurred due to the incorrect application of a label on the packaging box. A review of the device history record (DHR) was conducted for material number 305196, lot 5065323. The review did not identify any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. The packaging process was verified, and labeling was confirmed to be accurate. Associates were informed of the event. Based on the investigation and analysis of the submitted photographs, the reported labeling discrepancy has been confirmed.

Event description:
It is reported incorrect label. Event description: material#: 305196; batch#: 5065323. Description of claim: packing list shows 50 cases of batch 5065323 shipped, however upon inspection we found one case doubled labeled with two different lot numbers referenced on the exterior of the box. See attached photos for the labels showing batch 5065323 and 5065622, the actual batch shipped in the box were for 5065323.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.